Event description:
Vent stopped delivering set vt (tidal volume) and started clicking. No one touched vent. Connections were checked. No leaks, no obstructions. Test lung attached and it still did not work. Vent taken out of service, tagged with yellow out of service tag. Biomed called.